Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the eval is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was experiencing constant system error 105 alarms upon start up. It was also reported that there was no pt injury.